Event description:
It was reported during implant procedure that the lead exhibited low pacing impedance. Further inspection revealed an insulation breach. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of lead insulation damage and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.